Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that 2 years ago they got shocked with the stimulator and they only charge the ins when they need an MRI. Patient stated their healthcare provider (hcp) found a tumor or abscess on his brain and he needs an MRI and needs to charge the ins. Tried to ask the patient a clarifying question and patient said he is scared and didn't want to speak with the hcp about the device because he doesn't want to get cut open again. Patient stated he is worried about the tumor in his brain. Reviewed recharging function for the controller and ins and it was recommended that the patient call back if he needs assistance.

Manufacturer narrative:
Date is year valid. If information is provided in the future, a supplemental report will be issued.